Manufacturer narrative:
December 07, 2015 01:55 pm (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on side and investigated the unit in question. The technician identified that the pump relays and the power supply board were defective. The defective parts were replaced. After the repair the technician verified the functionality and performed an electrical safety check. All tests were performed successfully. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
"It was reported that the main pump of a hcu30 shuts itself down sporadic." Additional information: the incident occurred on startup of the device so no patient was involved. (B)(4).